Event description:
Additional information was received which indicated this patient experienced palpitations throughout the year. The patient received a holter monitor, which indicated there was pacing inhibition. The patient experienced two seconds of asystole. It was determined that the device was previously reprogrammed to pace/sense in the atrium only and the lower rate limit was 30 beats per minute (bpm), which is why an atrial tachy response (atr) event wasn't stored in the device, and pacing wasn't delivered. The pacemaker was reprogrammed. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information, however, at this time no further information is available.

Event description:
It was reported that this pacemaker system exhibited noise and high pacing impedances on the right ventricular (rv) lead. The atrioventricular (av) delay was reprogrammed to allow the patient's intrinsic rhythm to come through. It was noted the physician planned to continue to monitor the system. This pacemaker and rv lead remain in service. No adverse patient effects were reported.